Event description:
Pt expired 7-days post-deployment of cypher stent to lad. Cypher deployed in 2003 for symptoms of acute anterior mi. One week later, pt returned to cath lab on emergent basis. Large clot to lad could not be breached, pt expired in cath lab.